Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that a rubber pinhole was noted with the endoeye flex deflectable videoscope. During a standard service inspection of the customer returned device, adhesive part of the objective lens was peeled off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, water tightness not maintained due to holes in the curved rubber due to external factors, watertightness not maintained due to tip cover collapse due to external factors, adhesive part of the objective lens came off due to handling, insufficient bend angle due to angle wire elongation, curved rubber adhesive missing, and video connector cracked were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly.